Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) displayed "realign patient" error message was not confirmed. The returned autopulse platform displayed a user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) when it was powered on. However, "(ua)07" (discrepancy between load 1 and load 2 too large) and "realign patient" error message are related, thus confirming the reported complaint. The investigation findings revealed a load sensing system has detected a weight/load imbalance between the two load cells and found load cell module (1) was over reported (defected). Therefore, the root cause of the "(ua)07" was due damaged load cell module (1). Unrelated to reported complaint, a cut load plate cover was observed on the returned autopulse platform during visual inspection. This type of physical damaged was likely attributed to mishandling. The damaged enclosure was replaced. During archive data review, multiple ua07 error messages were observed on the reported event date, thus confirming the reported complaint. Functional test was not performed, the returned autopulse platform displayed "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on. Thus, confirming the reported complaint. To remedy (ua)07 issue, the load cell module (1) was replaced. After service completion, autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are not functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #34514) displayed "realign patient" message. Crew re-aligned patient but message persisted. No consequence or impact to patient.